Event description:
A stryker ahto disposable suction irrigator tube set. Reference # 250-070-600. Manufacture date 9/20/2018. Exp 9/19/2020. When opened, the tubing was severely discolored. This was never placed on the sterile field. The tubing was saved.